Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 30-jun-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked twice. The following information was provided by the initial reporter: consumer reported last night when he attempted to take his injection, the patient end of the needle "leaked" onto injection site. (B)(4) pen needles affected. Did not seek medical intervention. Stated, does not re-use and does not pinch up when taking injection. Stated, he does prime before injection. Stated, on other occassions, when taking injection, the patient end would bend only, (same box) lot: 1306604. Catalog: 320550. Date of event: 2023-05-02. Samples: yes cl.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked twice. The following information was provided by the initial reporter: consumer reported last night when he attempted to take his injection, the patient end of the needle "leaked" onto injection site. 2 pen needles affected did not seek medical intervention stated, does not re-use and does not pinch up when taking injection stated, he does prime before injection stated, on other occassions, when taking injection, the patient end would bend only, (same box) lot: 1306604. Catalog: 320550. Date of event: (B)(6) 2023. Samples: yes cl.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.